Event description:
It was reported a patient's implantable cardioverter-defibrillator was explanted on (B)(6) 2021 due to pocket relocation. The patient status was unknown.

Manufacturer narrative:
Correction: d9 the reported event could not be confirmed by analysis. Telemetry, impedance, sensing, pacing, and high voltage output functions of the device were tested and found normal.